Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient was feeling ¿out of control¿, and experienced loss of consciousness. The patient was treated by the husband with 4 injections of glucagon who also called an ambulance. The husband took a fingerstick and the taken the cgm was reading 89 mg/dl and the blood glucose reading was 50 mg/dl. As the blood glucose level rose slowly to 53 mg/dl, the husband treated with more glucagon. When the paramedics arrived, no further treatment was given as the patient had stabilized and the patient refused to be brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.